Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that during an unspecified surgical procedure, it was observed that the battery reamer device was not working. It was unknown if there were any delays to the surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: a service history review was performed, and no non-conformances were detected related to the reported condition. Health codes added corrected data: the manufacturer name was reported as depuy synthes products llc, the manufacturer name is synthes gmbh.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for functional test. It was further determined that the control unit on the device was not functioning and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.